Event description:
It was reported: the customer sent the device to our workshop because the plastic housing at the dc input melted and the dc input cable had thermal damage. The functionality of the device was not affected. No injury have been reported.

Manufacturer narrative:
The oxylog 2000 and the dc/dc converter were inspected visually. Furthermore, the connections have been checked with an ohmmeter. The housing was melted in the surrounding of the dc input as reported. On the inside, it was visible that a short circuit was built through the copper paint on the inner surface of the device housing. The input cable at the dc/dc converter was replaced by a different cable which deviates from the one specified by drager. When testing the electrical contacts, it was revealed that inner pin of the input connector was connected to ground instead of positive voltage which is specified by iso 4165. Aside from that, the device had a crack in the housing and a broken holding claw. The short circuit which caused the high temperatures was the result of an incorrectly assembled and unspecified input cable at the dc/dc converter. Drager states that the dc/dc converter must not be repaired. The service concept states that in the case of a technical fault, the entire assembly, and not just the cable, has to be replaced. Therefore, the root caused a faulty repair of the input cable against specification. A faulty dc/dc converter will result in the oxylog not getting charged anymore. This will be displayed on the front panel and device will continue operating on battery power. In case of reoccurrences, it cannot be excluded that the hot surface might lead to skin irritations when it gets touched. This event is considered as a single case.